Event description:
It was reported that high threshold and no sensing was observed on the lead. There were no alerts for impedance measurements. The patient was asymptomatic. X-ray was performed and lead was found to be dislodged three days post implant. During lead revision procedure, lead abrasion and blood in the lead was noted. Lead was explanted and replaced. Patient¿s condition was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.